Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on 05/31/2023 02:23:30.000, 05/31/2023 02:24:08.000 and 05/31/2023 02:24:39.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 2 days prior to the event date 31-may-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 05/30/2023 10:49:51.000, 05/30/2023 22:05:01.000, 05/30/2023 22:09:51.000, 05/30/2023 22:09:56.000 05/31/2023 01:45:51.000, 05/31/2023 01:45:58.000, 05/31/2023 01:56:10.000, 05/31/2023 02:20:20.000 05/31/2023 02:23:33.000, 05/31/2023 02:24:33.000, 05/31/2023 02:24:39.000. Low battery alert was recorded and found in the formatted history file on: 05/31/2023 02:24:39.000 and 05/30/2023 03:35:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 05/31/2023 01:45:55.000, 05/31/2023 01:55:00.000, 05/31/2023 01:55:39.000, 05/31/2023 02:05:00.000, 05/31/2023 02:23:11.000, 05/31/2023 02:23:48.000, 05/31/2023 02:24:11.000, 05/31/2023 02:24:34.000, 05/31/2023 02:24:39.000. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 2 days prior to the event date 31-may-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Unable to test for low battery alert and failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Low battery alert and failed battery alert/battery failed alarm were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba1 and pcba2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarms due to software error. During visual inspection, corrosion was found on the pcba1 and pcba2. Slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump occurred critical pump error. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported pump had open book image. The customer will discontinue use of the device. The device will be returned for analysis.